Manufacturer narrative:
Initial.

Event description:
It was reported that a user replaced a dexcom g7 continuous glucose monitor (cgm) sensor that connected to the mobile app but not the ilet, then attempted use with the ilet without entering the sensor code, resulting in a lack of glucose readings until the pairing code was entered. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included user interview and guided troubleshooting focused on connectivity and setup steps. Investigation of this case revealed user setup error with an omitted pairing code and initial attempt to pair with the wrong device path, resolved by proper pairing workflow to the ilet. It was concluded, based on established findings for similar reports, that the cause was user error during setup and pairing.